Event description:
The customer reported to olympus, the gastrointestinal videoscope had an unconfirmed error code and switch 3 had poor contact. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object at insertion section of forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that dots were smudged and connected on water detection sticker 1c; universal cord, connecting tube, plastic distal end cover had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, it was unknown what the foreign material may have been, and the customer confirmed the instrument channel / instrument channel port / suction cylinder were brushed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the suggested events, (1) ¿foreign material was at biopsy channel of the insertion section¿ and (2) ¿contact failure of sw3¿ were confirmed. Regarding phenomenon (1): as a result of component analysis of the material, the same component as "cellulose" was detected. In general, ¿cellulose¿ could be originated from fiber such as gauze and lens-cleaning paper. The root cause of the remaining foreign material could not be identified. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Regarding phenomenon (2): the event was not reproduced. Since there was a trace of water immersion, a probable cause was determined as due to the electrical infrastructure related to sw3 of the electrical contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU). Operation manual ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3; and reprocessing manual ¿reprocessing the endoscope (and related reprocessing accessories): manually cleaning the endoscope and accessories¿, chapter 5, section 5.5 states that inspection method for the events as below. [Inspection of the endoscope] 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Brush the channels] the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use. Before and after use, confirm that the brush is free from any damage or other irregularities. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Olympus will continue to monitor field performance for this device.